Event description:
It was reported that a perforation occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that in preparation for deployment of the closure device, the physicians hands slipped causing forward movement of the whole system resulting in perforations to the back of the laa. The was not deep seated. At this time, the sheath was left in place to occlude the perforation and patient was given heparin with an act over 250. Patient's inr was around 1.5. Patient went into surgery stable, and an atrial clip was successfully completed. Patient is in good condition with no complications noted. The 27mm watchman laa closure device was not deployed. No known antiplatelet drug use. No associated pericardial effusion or tamponade.